Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was due to enterobacter cloacae complex. The patient was treated with meropenem (no further detail was provided). On an unreported date during hospitalization, the patient experienced sepsis. The cause and treatment of the sepsis was not reported. Six days after onset of peritonitis, the patient's pd catheter was removed. At the time of this report, hospitalization was ongoing, the patient outcome was not reported and it was reported the patient was unlikely to ever return on pd therapy. No additional information is available.